Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suj involved with this complaint and completed the device evaluation. The report of persistent recoverable error code 23103 was confirmed through review of the site¿s system logs and during failure analysis. The suj was tested, failed the testing specification in normal mode. The axes controller tornado (act) was faulty and was replaced. Following this, the suj was further tested verified as ready for use. The complaint was confirmed based on field evaluation and failure analysis indicating a component failure, which indicates that the device did contribute to the customer reported issue. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the medical engineer confirmed that the system functionality was checked and the system initially powered on without error.

Manufacturer narrative:
Based on the claim against the product by the customer noting a repeated recoverable error 23103, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse reviewed the system logs and confirmed the error. The system was tested, and the error was reproduced. Fse identified a defective distal setup joint (suj) on usm 1. After replacement of this part, the da vinci system was recalibrated, tested, operated without error and verified ready for use. The replaced distal suj was returned to isi; however, isi has not completed failure analysis. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the user observed multiple recoverable error code 23103. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed the system logs and confirmed the occurrence of the error fault on universal side manipulator (usm) 1. The tse asked the customer to power cycle the system, but the issue persisted. The tse instructed the customer to hard power cycle the patient side cart with emergency power off (epo), but it did not resolve the issue. Tse advised the customer on disabling usm 1 and undocking the usm. The user completed the procedure using the remaining 3 usms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.